Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.75 x 12 synergy ii drug-eluting stent (des) was advanced to treat the lesion. However, the stent dislodged. Another synergy stent was then advanced and pinned the dislodged stent against the vessel wall. No further patient complications were reported and the patient's status was okay.